Event description:
Report rec'd from (B)(6) stating that the device had a hole/cut in the hose (excluding rupture). The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided. The date of the event is unk.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or if add'l info is rec'd, a supplemental report will be sent. (B)(4).